Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the silicone sleeve to be cracked and gouged such that the wire shaft is exposed. Scuffing was observed on the connector. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the silicon drill driver rubber is broken. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.